Event description:
During a cortrak assisted nasogastric placement the nasogastric tube was inserted into the right lung resulting in a pneumothorax. The exact date of the event was not known by the reporter/facility.

Manufacturer narrative:
The cortrak returned was evaluated and found ot have no defect and functioned according to specifications. Upon evaluation of the device it was noted there were no placement files on the cortrak system. It is unclear if the customer used the device in anonymous mode or if the tracings had been deleted prior to returning the equipment to cortrak. Feeding tube placement is dependent on the clinician and pt and not the tube or device itself.